Manufacturer narrative:
An investigation was performed and determined that there are not enough details to confirm whether a merz/ulthera device malfunctioned; there was no allegation of a device malfunction. Ulthera made multiple follow-up attempts to gather additional information on 27-oct-2017, 01-nov-2017, 08-nov-2017, 27-nov-2017, and 27-dec-2017. The merz affiliate made multiple attempts for follow up to the treating practice on 27-oct-17, 02-nov-17, and 03-nov-17 with no response to date. The device was not requested back for return as a malfunction was not alleged and the healthcare provider was not responding to the merz affiliate's follow up inquiries. An evaluation of the device complaint history found that this control unit has never been requested for complaint investigation nor has it ever been returned. An evaluation of the original DHR found that there has been no design changes associated with the ultherapy uc-1 control unit that could have contributed to the reported issue. Due to insufficient data, it is unconfirmed whether a merz/ulthera device caused or contributed to the event and the reported issue of a "suspected mandibular nerve injury" was unable to be confirmed. A review of the "patient motor nerve related" complaint trend analysis was performed using the report from may 2018, and there were no trends or signals.

Manufacturer narrative:
The merz (B)(4) affiliate has made multiple attempts to gather treatment/medical records and a system support log from the customer. When additional information regarding this event becomes available, a supplemental medwatch will be filed.

Event description:
A merz affiliate in (B)(4) was made aware on 26-oct-2017 of a potential adverse event that occurred following an ulthera treatment. The treating practice reported that a patient had a full face and neck treatment on (B)(6) 2017. On (B)(6) 2017, the practice was made aware that the patient had weakness of her left depressor labia inferioris muscle. The treating physician suspected a mandibular nerve injury.